Manufacturer narrative:
Original surgery was performed on (B)(6) 2016, with both rods being bent in-situ. Both rods eventually broke and were detected on the 23 month post-op x-rays. The patient had revision surgery on (B)(6) 2018. (B)(4). Exemption e2017030.

Event description:
Original surgery was performed on (B)(6) 2016, with both rods being bent in-situ. Both rods eventually broke and were detected on the 23 month post-op x-rays. The patient had revision surgery on (B)(6) 2018.